Manufacturer narrative:
Five devices were returned to edwards for evaluation and the reported complaint ¿longer tip¿ condition was confirmed. The tip from each device was measured and results showed the tip length of each device was out of edwards specification while the outer diameter of each tip was found to be within edwards specification. There was no visual damage, contamination or other abnormality found on each device. A review of the device history record (DHR) revealed no non-conformities related to the devices. A manufacturing defect was confirmed. The compliant trend was assessed and was found to be out of control. Product risk assessment was performed and corrective and preventative actions were taken. Trends will continue to be monitored through the use of edwards quality systems.

Manufacturer narrative:
Additional manufacturer narrative: device evaluation is pending. A supplemental MDR will be submitted when evaluation is complete.

Event description:
Edwards received information that the product, 10fr pediatric aortic perfusion cannulae, had a significantly longer tip than the standard 10 fr pediatric aortic perfusion cannulae. The surgeon elected on not using the product on a pediatric child during the case. A total of five (5) devices where noted to have the same issue.